Event description:
A customer reported that the device did not perforate the graft. Add'l f/u with the customer indicated that an add'l donor site graft harvest was required due to the alleged "no perforation" reported. An alternate device was reported to have been available on site and a 15 minute increase in surgical time was reported to obtain, open and set-up the alternate device.

Manufacturer narrative:
The returned device was evaluated and it was determined that although there were zimmer markings on the product, the only zimmer component was the rachet handle. All other components carried a zimmer marking but were determined to be non-zimmer components. These components did not meet zimmer design specs and has been determined to be a counterfeit product. A review of zimmer's mfg history also determined that zimmer does not have record of mfg the serial number (B)(4) marked on the product.